Event description:
Customer complaints blood leak during treatment. Blood flow rate, 104 ml/min, tmp, 109mhg. The blood loss was insignificant. No patient harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for the specific event and the case is considered closed.